Manufacturer narrative:
Product analysis summary: the device returned with a detachment of the luer/strain relief. The hypotube material was oval and jagged on both sides of the detachment site. There was also a kink evident on the hypotube. The stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the most proximal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 88% stenosis located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. Resistance was not encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.